Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The product was returned and photos of the product were taken. The photos confirm the complaint for a bent inserter tip. The inserter is reported to have bent during insertion, but there is no visible presence of biologic material on the inserter to confirm this. Due to the deformation of the inserter a dimensional analysis cannot be performed. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a little finger ligament repair surgery, the surgeon was unable to insert anchor into patients burr hole and subsequently the inserter was bent during the attempt. The surgery was successfully completed with another device.